Manufacturer narrative:
Analysis was normal. No anomalies were found. The previously reported occupation of the initial reporter should be nurse. The previously reported explant date was not included in initial report; the explant date should be (B)(6) 2017.

Event description:
It was reported that the patient experienced syncopal episode and presented remotely via merlin.net transmission, charging time out was observed on the implantable cardioverter defibrillator while the patient was experiencing ventricular fibrillation episode. The device was explanted and replaced on (B)(6) 2017. The patient's condition post procedure was good. The patient would continue to be followed normally.